Event description:
Clinical study: same case as MFR 3 6000089-2005-00071. Seven days after a coronary drug eluting stenting treatment procedure, a sub acute thrombosis occurred. In 2004, the first lesion being treated was a 3.0 mm, 100% thrombosed, non-calcified, non-tortuous, proximal right coronary artery (rca) lesion. The lesion was predilated. After administering an IV 2b3a agent, oral plavix and asa, the physician placed a taxus express2 8.8% 2.5 x 24 mm drug eluting stent. The second lesion being treated was a 2.5 mm, 80% thrombosed, non-calcified, non-tortuous distal rca lesion. The lesion was predilated. The physician then placed a taxus express2 8.8% 2.5 x 20 mm drug eluting stent. The 3rd day, the pt was discharged on plavix and asa. Four days later, the pt presented with a stent thrombosis. The physician placed a vision stent in the proximal rca. The pt's elevated cardiac enzymes met criteria for a non-q wave myocardial infarction. It was reported that the pt had stopped taking their plavix and asa. The pt was discharged two days later on plavix and asa. In the opinion of the physician the thrombosis is not related to the taxus stents.